Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer loaded a new cartridge and shortly after received a low insulin alert. Customer's blood glucose level was in the 300's (mg/dl). Reportedly, the customer changed pump supplies to resolve issue. Multiple attempts were made to follow up with the customer on the reported issue; however, no response from the customer was received.